Manufacturer narrative:
Results of investigation: vyaire field service technician went onsite and evaluated the device. The unit screen was completely grayed out and faded. The fsr couldn't see and image nor touch screen wasn't operational either. The user interface module was changed. Extended self test and owner verification process were performed. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
(B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported user interface module went blank on the avea 2 ventilator. The customer reported there was no patient involvement associated with the reported event.